Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon's patient was dislocating after closure. Xray was taken and it was determined that he would have to go back to adjust cup position. Exposure was completed and the femoral head (ceramic 32mm +1) and the stem were removed in order to gain access to the acetabulum. The lipped liner was removed and the 52mm cup position was adjusted. A screw was added for extra fixation and a 36mm neutral liner requested. At this point, surgeon was told that he would need to use a titanium sleeve (ts ceramic) to avoid any complications to the ceramic head if he went up to a 36mm liner with a new ceramic head ¿ that using one without the sleeve would be off label with the stem previously taken out. The heads were brought in the room but he was persistent that the taper had no damage and instructed the nurses to open the 36mm + 5 primary biolox delta ceramic head without a sleeve. The 36/52 n liner was impacted and the same for the ceramic head. Head is listed below. Was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences -no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. (B)(4). Device property of none, device in possession of none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.